Manufacturer narrative:
Insulin pump received with motor error during rewinding due to moisture damage to the motor compartment noted.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose level was 330 mg/dl. Customer also stated that the fluid was present in the battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.